Event description:
(B)(4). Breast pain/tenderness with every period. Vaginitis. Sharp/stabbing pelvic pain that happens randomly. Tested twice for cervical cancer one came out positive which lead to me getting my cervix scrapped to check again for came out negative. Uti. Severe bloating before periods. Weight gain of 30+ lbs since being put in, regardless out working out and dietary changes.